Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was extracted due to an unknown issue. Almost a year before the device was received back in boston scientific, an health care professional (hcp) reported the ICD had delivered anti-tachycardia pacing (atp) and a shock due to rhythm detected in the therapy zone. At the time, boston scientific technical services (ts) discussed the therapy could be inappropriate as shock channel showed noise and rate was uncorrelated; however, the therapy converted the rhythm. Further attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device performed as expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was extracted due to an unknown issue. Almost a year before the device was received back in boston scientific, an health care professional (hcp) reported the ICD had delivered anti-tachycardia pacing (atp) and a shock due to rhythm detected in the therapy zone. At the time, boston scientific technical services (ts) discussed the therapy could be inappropriate as shock channel showed noise and rate was uncorrelated; however, the therapy converted the rhythm. Further attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.